Event description:
It was reported that this lead was implanted in the left bundle branch during a replacement procedure in which a portion of the right ventricular lead that was being extracted was retained in a device header. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).